Manufacturer narrative:
One opened and used reservoir was inspected and the seal and stopper groove was checked for anomalies and none were found. A leak test was performed. The reservoir was filled with diluent and connected to a new infusion set, the reservoir was installed and connected. The reservoir did not leak. (B)(4).

Event description:
The customer reported via telephone call that the reservoir was leaking and insulin pooling inside of the insulin pump. The blood glucose reading was 490 mg/dl. The customer reported that the leak went past both o-rings. The customer was advised that the leak could be an air bubble that expanded during filling and the customer found an air bubble. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.